Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 07/09/2014 with the following findings: on examination, the keypad was intact without damage. On investigation, all the keypad buttons demonstrated normal response, spring back and click. The keypad cover was removed for investigation and did not reveal any evidence of contamination, damage or defect of the button contacts. The pump was opened for investigation and did not reveal any damage, defect or contamination of the interior pump components. Investigation did not duplicate the reported issue and the pump was found to be operating within required specifications.